Event description:
It was reported to boston scientific corporation, that in 2007 a hydrothermablator procedure set was used during a hydrothermal ablation procedure in a female patient (age & weight unknown) the same day. The case went well. However, post procedure, "the patient got home got nauseated and started vomiting and passed out. The doctor sent her to the ER and was admitted." The physician stated that the patient started to experience the symptoms about three hours post procedure. The physician added that this may have been a result of the medication; however, the physician said that only standard meds were given, but he would not go into detail of what type of medications. The current condition of the patient is "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; therefore, the relationship between the device and the event cannot be determined.